Manufacturer narrative:
(B)(4). The product ID number referenced in the original report, 109810, is incorrect. The correct product ID number is 135810. Product ID number 135810 is not sold in the united states. Therefore, the reported issue no longer meets the criteria for medical device reporting.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tracheal tube cuff fills with 2-4mls of water within 2-4 days and has to be re-inflated (described as "cuff pressure correction"). The patient was reportedly coughing more and had more secretions. The tracheal tube had to be changed after 14 days. There is no report of serious injury or death associated with this event.